Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached near cannula after three days of use and the patient experienced high blood glucose level. Upon investigation, on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.